Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:lock became disconnected from the patient line. Customer's blood glucose was 150 mg/dl. Customer changed cartridge and infusion set to successfully resume insulin delivery